Manufacturer narrative:
Postal code: (B)(6). Alternate email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified the weight the device within specification and crease fold. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side "implant is inverted" and "the size was wrong and the nipple placement was off immediately after the surgery." Healthcare professional later left side capsular contracture baker grade iii. Device has been explanted and replaced.

Event description:
Healthcare professional additionally reported left side " any creases" via an rga form.

Manufacturer narrative:
Correction to initial medwatch 2501083, the correct aware date (g3) is: 09/21/2021.